Event description:
It was reported that one bd vacutainer® k2e (edta) 10.8mg plus blood collection tube had a broken shield. Sample was obtained and no patient impact was reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6).

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint showing 1 cap on the tube which is incompletely moulded and have gap in its plastic. 100 retained samples were visually inspected, and no shorts were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that one bd vacutainer® k2e (edta) 10.8mg plus blood collection tube had a broken shield. Sample was obtained and no patient impact was reported.